Manufacturer narrative:
The account found the ac capacitor was disconnected. He reconnected the cap to resolve the issue.

Event description:
The account alleged the bed has no functions but he can hear a buzzing noise.